Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that no device malfunction was suspected.

Event description:
A report was received that one of the patient's ipg could not be charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4). Description: precision implantable pulse generator (ipg).

Event description:
A report was received that one of the patient&#38112;ipg could not be charge. The patient will undergo an ipg replacement.